Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high;" although a specific value was not provided. Customer treated bg via turning on the pump and resuming insulin therapy. Customer declined further troubleshooting with tandem technical support. The customer continued to use the pump for insulin therapy.